Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed", had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the error, "backup alarm failed", had occurred. It was noted the error code had occurred back in november. The rse advised the customer if that they had a spare v60, the customer should swap the motor controller (mc) printed circuit board assembly (pcba) and to confirm if the error stays with unit or goes with mc pcba. The rse advised if the error stays with the unit then the customer should replace the central processing unit (cpu) printed circuit board assembly (pcba). Per good faith effort (gfe) response, the customer stated that the issue was unable to be duplicated. The v60 was put back in use after completion and passing of performance verification testing (pvt). Issue was unable to be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.